Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm could not duplicate the issue. The video drive cable was cleaned as a precautionary measure. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) display was turning off and on. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) display was turning off and on. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) display was turning off and on. There was no patient involved and no adverse event was reported.